Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) reporting that her onetouch ultra2 meter was not powering on. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011. The patient reported she manages her diabetes with insulin (sliding scale) metformin. When the meter would not turn on, the patient claimed she administered insulin "by guessing". The patient denied developing symptoms as a result of the alleged inaccuracy, but contacted her doctor's office for assistance with the meter. The patient alleged that at a doctor's office visit on (B)(6) 2011, a blood glucose of 315mg/dl was taken on an unknown meter. She was advised to change the battery on the subject meter. Hcp treatment was received of humalog mix 70/30 (30units). The cca noted that during troubleshooting, the patient was using the correct strips and there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient received a high glucose reading and had to receive hcp treatment after not being able to test with her onetouch ultra2 meter.